Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump was not working. The customer¿s blood glucose was 300 mg/dl at the time of incident. The customer also reported that the insulin pump had battery out limit alarm. Customer reports they were unable to clear the alarm. The customer stated that they were currently on insulin drip. The customer stated that buttons were working. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).